Event description:
The customer reported that their central patient monitoring system rebooted unexpectedly. There was no patient harm as a result of the temporary loss of centralized monitoring. Note 1 for block a: patient identifiers and patient information were not available.

Manufacturer narrative:
Evaluation was performed by remote download of computer files residing on the customer's device. Return of device was not necessary for evaluation, so "returned to manufacturer on (date)" is left blank. Evaluation was performed by the remote download of computer files residing on the customer's device. Manufacturer's evaluation summary: the device is a centralized patient monitoring system. The device consists of a pair of cpus (central processing units), software and various peripheral hardware items. The device receives patient vital signs data from individual bedside patient monitors through wired or wireless connections. The customer reported that centralized monitoring was interrupted when both cpus unexpectedly rebooted on 9/15/2008 and on the following day. This is the device's intended response when the software encounters an internal error condition which it cannot resolve. The automatic reboot effectively resets the software and restores normal operation without operator intervention or a field service call. During the reboot period, there was a loss of centralized monitoring only; monitoring at the bedside continued normally via individual patient monitors. For the 2008 event, central monitoring was interrupted for 6 minutes 23 seconds for a total patients. For the next day event, the interruption period was 4 minutes 50 seconds for patients. The investigation concluded that the problem is rare. It can occur when the system is heavily loaded and the user attempts to transfer a wirelessly monitored patient to another unit (department). The scenario may result in a software exception (the software may not respond as needed) leading to the automatic system reboot to restore normal operation. The foregoing can occur in acuity releases 6.10 and 6.20 and was addressed in release 6.30. This problem has been reported by a total of two customers in the past two years (including the institution reflected in this medwatch report). The customer that is the subject of this submission is the only customer who has reported this problem who has not elected to update to a later software revision.